Manufacturer narrative:
The corresponding inr for the alleged %quick result was provided. The laboratory result of 57% quick has a corresponding result of 1.32 inr.

Manufacturer narrative:
This event occurred in (B)(6). The customer's meter and test strips were requested for investigation. However, the customer does not plan on returning the products. The meter and test strips are not expected to be returned. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. At 10:00 the meter result was 32% quick (corresponding inr of 1.8 inr) at 11:30 the laboratory result was 57% quick (corresponding inr not provided). It was confirmed that the customer always tests in %q. The customer's therapeutic range was requested, but not provided.